Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was malfunction with the data monitor which displays blue screen. The rse suggested the customer to open m-cabinet, remove the os hd from the hospital pc, clean and reconnect but still the issue was not resolved. The rse instructed the customer to place the ghost boot cd and reinstall the operating software. After reinstalling the software, the issue got resolved and the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.